Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission upon receiving inappropriate anti-tachycardia pacing therapy from the implantable cardiac defibrillator. Programming modifications were performed on the device.